Event description:
The customer reported via phone call that the insulin pump required more frequent battery changes than normal, had loose plastic at the reservoir, and was slow rewinding. The customer also reported that condensation was visible behind the screen. Blood glucose level at the time of the incident was not provided. The customer will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.